Event description:
It was reported that the patient had their device replaced with a primary cell batter on march 27th. The replacement the patient was doing well and receiving effective therapy.

Event description:
It was reported that the patient¿s battery depletion was premature. The patient was in overdischarge and then hit end of service (eos) because the patient let it overdischarge too many times. The battery was unable to be read since it was at eos. The doctor felt the patient was non-complaint. There was a potential replacement being discussed. The patient status was listed as alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: 37754, lot# serial# unknown, product type: recharger. (B)(4).